Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a blood detector tube that was discolored and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit for the replacement of the blood detect tubing. The fse replaced the tubing due to the customer wanting it replaced as part of maintenance then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.